Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose level was elevated (600 mg/dl). Customer delivered boluses to treat elevated level. System check was performed with tandem customer technical support (cts) and the pump performed as intended. Contact stated that customer is allergic to infusion set cannula adhesive and they use an adhesive tape to cover the cannula housing on the body, putting it on in such a way that blocks access to the infusion set tabs to remove the site. Contact stated that customer disconnects from the luer lock. Cts advised contact that this practice can introduce air into the patient line. Contact acknowledged.